Event description:
It was reported that during an unknown procedure, there was a solid tone with error code '5'. Reinstalled it could pass the pretest but unexpected noise was heard, use the ¿test¿ button to have a check, the generator shows error code ¿5¿ again. Changed to another one but still had the same issue. Changed to the third one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested with a generator. During functional testing on gen04 error code 5 screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.